Event description:
During transurethral resection, a small chip of the ceramic tip of the instrument broke-off into the pt's bladder.

Manufacturer narrative:
The fault can be confirmed but the scenario which lead to the damage cannot be reproduced. The instrument was mfg in 2002 which indicates a long period of use. The possibility of breaking of the ceramic insulation material at the distal end of the instrument is a known problem with multiple root causes possible and the user is explicitly advised to check the appearance of the ceramic tip before each use. Conditions that may cause damage are explained as well. Please refer to the attached IFU excerpt. In 2010 as a preventive action, the material for the ceramic insulation tip was changed to a more durable and higher resistant material, indicated by different color.